Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 2027-04-08, UDI#: (B)(4) select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the first valve dislodged to the ascending aorta due to the nosecone of the delivery catheter system (dcs) hooking onto the valve while withdrawing the dcs. A snare was used to fixate the first dislodged valve, and another snare was needed to be able to cross the native valve. Subsequently, crossing the dislodged valve was not possible due to its unstable position and the patient¿s anatomy, including a small aortic arch with a horizontal, dilated ascending aorta. The system was withdrawn. The patient required a surgical aortic valve replacement as a result of the valve dislodgement and anatomical challenges. The patient was stable after leaving the catheter lab for surgery. The dislodged valve was explanted during surgery.

Event description:
Additional information was received that the right femoral access was used for the procedure. The valve was deployed a little fast. Per the physician, the cause of the dislodgment was the dcs hooked the valve at the outflow and the patient had a narrow aortic arch that contributed.

Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.